Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to moisture damage on keypad traces. No moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator and battery tube assembly during visual inspection. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to insulin pump falling into the toilet. Customer reported that insulin pump passed self-test. Customer's blood glucose was 85 mg/dl. Customer was advised that insulin pump would need to be replaced.